Event description:
On 4-18-06 at 1330 filter clotted on cvvhd. This was changed and primed. Connection to patient was not tight seal. Pt coughed. Rn in room monitoring patient observed sbp 40's-60's. Help called. Discovered site connection was disconnected. Pt. Est blood loss of 800cc. No "pressure alarms" on any other alarms sounded to alert rn of disconnection . Ie disconnect alarm.